Manufacturer narrative:
Date of event: exact date unknown, event occurred several years ago.

Event description:
It was reported that the patient did not like the stimulation and was running on lower frequency where tingling was felt. The patient underwent an explant procedure. The explanted ipg will not be returned.